Event description:
It was reported that the user felt the ilet delivered insulin too aggressively, experienced recurrent low glucose, and had one event with glucose below 40 during which the user did not awaken to alarms and required assistance; the user subsequently disconnected from the ilet, resumed a different insulin delivery system, and treated lows with oral glucose. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user or third party and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.